Event description:
During the coil embolization, when the physician tried to re-sheath a presidio (pc4100517-30/j10499, complaint product), the coil unintentionally detached into the microcatheter (unknown) although no detachment was attempted at that time. The report did not indicate when and where exactly it occurred however it was noted that it occurred within the mc (unknown location). It was also noted that after unintended detachment, the entire microcoil detached/completely separated and remained in the mc and portion of the coil was not attached to the delivery system. There was no protrusion out of the mc or other damages reported. It is unknown why was the coil being re-sheathed. Therefore the presidio was safely removed along with the mc as a unit from the patient and was replaced for a new one (pc4100517-30, lot unknown). There was no additional intervention required to retrieve the coil out of the patient. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. There were no damages noted to the coil system and mc such as stretch, break/separation in two pieces, kink, or other after removal from the patient. It is unknown if the microcatheter (brand name and type unknown) was replaced or not. It is unknown if the same mc was reused with subsequent coils. It is also unknown if the same detachment box and cable was used further in the procedure with subsequent coils. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device evaluation is anticipated thus additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). During a coil embolization procedure of an unknown vessel aneurysm, when the physician tried to re-sheath a presidio coil ((B)(4), complaint product), the coil unintentionally detached into the microcatheter (unknown type) although no detachment was attempted at that time. The report did not indicate when and where exactly the detachment occurred; however, it was noted that it occurred somewhere inside the microcatheter (unknown location). It was also reported that after the unintended detachment, the entire microcoil remained in the microcatheter and no portion of the coil was attached to the delivery system after withdrawal. There was no additional intervention required to retrieve the coil out of the patient. There was no protrusion out of the microcatheter or other damage reported. It is unknown why was the coil being re-sheathed. The presidio was safely removed along with the microcatheter as a unit from the patient and was replaced for a new presidio coil ((B)(4)-30, lot unknown). The procedure was successfully completed without any further issues. No patient injury/complications were reported. There was no damage noted by the user to the coil system and the microcatheter such as stretching, break/separation in two pieces, kink, or other damage after removal from the patient. It is unknown if the microcatheter was replaced or whether the same microcatheter was reused with subsequent coils. It is also unknown if the same detachment box and cable were used further in the procedure with subsequent coils. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defects (kink, bends etc) were noted on the product upon visual inspection by the user. It is unknown if the microcatheter was re-shaped or not. No additional information is available. The coil was returned severely damaged and separated from the device positioning unit (dpu) detachment fiber by mechanical means. It is evident that the coil did not unintentionally detach inside the unidentified microcatheter as reported in the event description, but instead was found to be detached inside the introducer sheath. The proximal section of the coil protrudes through the skive and exits though the proximal diameter of the resheathing tool. The proximal section of the coil has also been unraveled out of the soldered section and stretched. The remainder of the coil is undamaged and the distal section was found protruding out the distal tip of the green introducer. The dpu and the introducer sheath were returned separated from each other. This separation of the dpu and sheath by itself can result in coil damage and a mechanical separation of the coil from the detachment fiber. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch and its extended edges have been severely damaged. The locking mechanism exhibits compression and stretching damage. The first most likely contributing factor to the unintended detachment, the coil damage, and the evident resheathing difficulty may have occurred when the dpu and coil were retracted through the skive. The skive may have been opened either by the kinked hypotube or when the device was first unlocked for use. If the kinked delivery wire caused the skive to open up resulting in the protrusion, then the coil most likely became temporarily captured either by the skive as it was protruding and being retracted through the skive or the coil came in contact with the resheathing tool¿s v notch and became embedded. When the coil was anchored inside the sheath or the v notch, the external force generated by the retraction force caused the coil¿s soldered section to unravel and for the mechanical separation to occur. Resheathing the separated and protruding coil cannot be performed in this condition nor can resheathing be performed when the dpu and sheath are separated from each other. The exact circumstances that produced the above damage cannot be determined. The second, but equally important contributing factor to the finding of the protrusion of the coil outside the sheath, its unintended detachment, the coil damage, the severe v notch damage, and the failure to resheathe may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism (and/or the coil during retraction) did caught the inside the v notch of the resheathing tool producing severe damage and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance causing the dpu and/or coil to protrude outside the sheath, the severe coil damage, and its unintended detachment through and inside the introducer sheath. This binding action also prevented the coil from being advanced inside the microcatheter. In this condition the coil cannot be resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ also, for a successful resheathing and for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿when necessary, the micrus microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the (B)(6). Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the (B)(6). Tighten the (B)(6). With your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the (B)(6) and remove the introducer. (B)(4): pulling back the dpu wire hub connector¿¿ without the identification or the return of the unknown microcatheter and the rotating hemostatic valve ((B)(6)) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No conclusion can be definitively drawn with regard to whether any or all of the factors identified in the analysis contributed to the complaint event, and the labeling appears to adequately address these factors. Therefore, based on the foregoing analysis, no corrective action is warranted at this time.